Manufacturer narrative:
Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this ureteral stents device was examined. The visual and microscope test failed because the stent was detached, the obstruction could also be seen, which confirmed and could have contributed the reported event. DHR (device history record) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that difficulty advancing occurred. The target location was the ureter. During placement of a flexima ureteral stent for treatment of ureteral obstruction, mild resistance was encountered during advancement. During the deployment phase, the stent failed to fully deploy and was partially deployed. The device was successfully removed without difficulty. No device damage or kinking was observed. No patient or anatomical complications were reported, no additional intervention was required, and the patient remained stable with no reported adverse outcome. However, returned device analysis revealed a stent detached.